Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the pump found it to be in good physical condition. Review of the event history log of the pump found the following evidence of the reported customer complaint: starting ll0 (B)(6) 2020 11:35:00 am, error 1871 (B)(6) 2020 11:35:00 am, and power down (B)(6) 2020 11:35:00 am. Device then underwent functional testing, confirming the reported customer complaint of "ec 1870/1871." This is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. When the pump was opened it was determined that the motor was at fault-noted to be seized. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited lec 1871 when measuring pressure. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.